Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional testing revealed that the main display could not turn on. The cause of the condition was determined to be an issue with the display in the total volume section from damage to the main display. To correct the condition, the display was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a flo-gard infusion pump would not turn on. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.